Event description:
It was reported by patient¿s family member the patient never had therapeutic effect. He had acute pain. Family member reported there seemed to be complications with implanted pump. The physician was going to be reducing medication slowly. Reported hcp had tried changing the dosage but patient became severely sick. Family member reported patient had severe low blood pressure and high blood pressure in conjunction with changes in dosage. Patient is also diabetic. Patient got sick when hcp tried morphine and ended up in the hospital. Then hcp changed morphine to fentanyl and baclofen but patient was yet getting sick ¿ like getting adjusted to the new medication. The first time hcp decided to reduce the dosage it was reduced 20% and patient ended up hospitalized with high blood pressure and clonidine was administered to bring it down. System use to deliver fentanyl, clonidine and baclofen. No patient outcome indicated as of the time of this report. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).